Event description:
Healthcare professional (hcp) reported a pt reaction with usage of the psn membrane. The pt had previously experienced a reaction to this membrane and should have been on a diacetate membrane. The membrane was placed in error by the hcp. The reaction occurred 5 mins into the dialysis treatment. The pt experienced shortness of breath, itching, and wheezing. The treatment was discontinued and the pt was treated with benadryl 25mg. IV and oxygen at 5l per nasal cannula. The pt was changed to a cellulose diacetate membrane and the treatment was resumed with no further incident.